Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Patient 3 of 5. It was reported that while using the bd vacutainer® lh pst¿ ii plus blood collection tubes, 1 patient sample had erroneous low potassium. No patient impact reported.

Manufacturer narrative:
Investigation summary: bd did not receive photos or samples from customer for investigation. Bd conducted a visual inspection of the retained samples and found no additive abnormality among the 100 samples. Additional testing was performed. Factors that may contribute to (erroneous results-k, ) were evaluated through a clinical study to verify the design of the device met it¿s intended use. Bd was unable to duplicate the customer's indicated failure mode, erroneous results-potassium, via clinical investigation because the defect was not evident in the testing of the complaint lot samples. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: erroneous results- potassium no definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
Patient 3 of 5: it was reported that while using the bd vacutainer® lh pst¿ ii plus blood collection tubes, 1 patient sample had erroneous low potassium. No patient impact reported.